Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead exhibited noise reversion and inappropriate auto mode switch episodes. No intervention was performed. The patient was in stable condition.